Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination on force sensor, force sensor calibration low and force sensor resistance high. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: testing was unable to duplicate large prime volume. Multiple occurrences of high prime volume observed in history. Force calibration failed with a low reading. .force sensor resistance test failed with a high reading. Disassembled force sensor, no evidence of shim or plate damage. Evidence of contamination found in force sensor housing and force sensor shim. Removed pump case and noted force sensor pins seated and solder connections intact. No evidence of moisture contamination on pins or in pump.